Manufacturer narrative:
Upon investigation of the actual device used in this incident there were reports of multiple failed pockets. A field service engineer reseated all necessary cables in the back for drawer 5.1 and 5.2 to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system continued failed storage space with device not detected on bus. Customer stated malfunction occured when trying issue medication to patient and causing delaying in patient care. There were no adverse events or injuries reported based on this event.